Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 dbs leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs lead, model: 6173, UDI: (B)(4), serial: (B)(6), batch: 6848354. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing a return of systems, tremors. As a result, on (B)(6) 2026 additional leads were placed bilaterally with stn placement. The existing vim leads are still in place and in use. Effective therapy was restored. The investigation was unable to determine the lead that is associated with the issue.